Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2019 regarding a patient receiving bupivacaine (18mg/ml at 7.5mg/day) and dilaudid (6mg/ml at 2.5mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient's pump had been alarming since (B)(6) 2019 and the patient was complaining of withdrawal symptoms and diarrhea. The change in therapy/symptoms was considered sudden. Interrogation revealed a motor stall and recovery, as well as an active motor stall. It was confirmed that the magnet was not used initially for interrogation and the hcp denied any electromagnetic interference (emi) interactions. The patient had not recently undergone magnetic resonance imaging (MRI). No further complications were reported or anticipated.